Event description:
The implant broke upon insertion after it was 3/4 way inserted. This happened with 2 anchors. The surgeon achieved adequate fixation and the case was completed. The pieces that broke-off were retrieved. Hard bone quality. Slap repair procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The returned devices consisted of drivers only and did not include pieces from the broken implants. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. While the event description reports that the implants broke at the proximal end during insertion, the reported condition cannot be verified from the components received. A likely cause(s) of this event include preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.